Event description:
This customer reported that they got multiple "no shock delivered" messages during a resuscitation attempt.

Manufacturer narrative:
(B)(4). This customer reported that they got multiple "no shock delivered" messages during a resuscitation attempt. The involved patient died however the relationship of the device to the patient outcome has not yet been determined. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.